Manufacturer narrative:
(B)(4). Damaged cable. Evaluation summary: visual and functional examination, found that the cable was damaged at the amphenol connector proximity.

Event description:
It was reported that the pedal on the device did not work during the procedure. The device was used to complete the case. There was no patient consequence.